Event description:
It was reported that the user's charger stopped working and the indicator light no longer illuminated, resulting in a charging problem associated with the battery charger component; a replacement was arranged, and a subsequent fulfillment error sent a pad instead of the intended cable, after which another cable was sent. No clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a power source problem consistent with a charging problem localized to the battery charger component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.